Event description:
I am writing you today so that my story may be documented with the FDA in their future studies of breast implant risks. I am one of thousands of women who have developed auto immune symptoms as a result of my saline implants. We now know that individuals with breast implants have a risk of developing breast implant-associated large cell lymphoma. Additionally thousands of women with breast implants have reported a variety of symptoms which needs to gain national attention and research. At age (B)(6), I had breast augmentation surgery (B)(6) 2011. I was a small a cup prior and got 325 cc saline in silicone implants. My health has gradually declined since getting breast implants. Before getting breast implants, I was perfectly healthy. I am now (B)(6) y/o and I feel as though I am living in an elderly woman's body. A young, (B)(6) y/o female should never feel like this. Had I known of all the risks involved in getting breast implants. I would have never made the decision to get them in the first place. My plastic surgeon assured me that getting saline implants was "safe". I was not informed of all the chemicals and toxins which are in the silicone shell of breast implants. Drs should be required to inform their pts of all risks associated with getting breast implants. I recently discovered the breast implant illness by (B)(6) and it is thanks to this group of over 60,000 women that I have finally discovered what so many other drs could not detect. I have talked with so many women in this group who are going through the same thing as me, having the same symptoms. After reading so many success stories of women healing after removing their implants. I am certain this is the answer I have been searching for. My long list of symptoms are a result of breast implant illness and I will be having explant surgery on (B)(6). I should also note that I am an identical twin, and my twin sister and I have been going through the illness together. My twin sister, (B)(6), also has saline implants. We both had breast augmentation surgery done on the same exact day with the same dr in 2011. We both have seen the same decline in our health and we have experienced many of the same symptoms at the same time. This cannot be a coincidence and we believe and we believe it is very telling of the risks of breast implants. Please see my symptoms below: headaches / migraines, anxiety, depression, panic attacks, general chest discomfort, shortness of breath and trouble breathing, feeling faint, weak especially during exercise, brain fog, mental confusion, loss of the quality, chronic sinus infections, bloating, acne, gluten intolerance, alcohol intolerance, retaining fluid, sudden food intolerance and sensitivities, leaky gut, ibs, sibo, nutrient deficiences, h. Pylori infection, parasites, back pain, inflammation, limbs, hands, fingers going numb frequently, chronic fatigue, lack of motivation, general lack of interest, dull / red eyes, brittle hair, lack of hair growth, hair loss, irregular periods, dry skin, dehydration, despite drinking > 1 gal/day, frequent urination, blurry vision, ringing ears, cognitive abilities declined, memory loss (talking and forgot what I was talking about, can't find the words, pressure in head, recurring yeast infections, itchy ears and eyes, allergies, skin rashes, reactions to skin care products, constant runny nose, poor sleep quality, slow healing, easy bruising, throat clearing, difficulty swallowing, acid reflux, slow muscle recovery, heart palpitations, pain around implant and underarm, swollen and tender lymph nodes, cold limbs, hands, and feet, abnormal sweating, premature aging. Please let me know if you have any further questions or comments. Thank you, (B)(6).